Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) france, alleging that his onetouch verio iq meter read inaccurately high compared to another meter (onetouch vita). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on november 01, 2014. The patient reported that at 10:36am on (B)(6) 2014, he obtained a blood glucose reading of ¿141 mg/dl¿ with the subject meter and ¿92 mg/dl¿ on another meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results does not meet lfs¿ accuracy criteria. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management regimen in response to the alleged inaccuracy issue. The patient denied developing any symptoms as a result of the alleged issue however reported attending the doctor¿s office at an unspecified time on (B)(6) 2014 where his diabetes management regimen was changed to 3 injections of rapid insulin daily (morning, lunch and evening). The patient claimed no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to this serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. The treatment received correlated with the alleged inaccurate result obtained. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (03/04/2015). The patient¿s test strips have been returned on 2/9/2015 and evaluated by lifescan product analysis on 2/24/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 1/26/2015 and evaluated by lifescan product analysis on 2/3/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.